Event description:
The customer reported to olympus that the evis exera ii ultrasonic bronchofibervideoscope had leakage at the distal end. There was no patient harm associated with the event. The device was returned and evaluated, and foreign material was falling off from the channel, residual liquid or foreign material came out of b-block unit, and channel mount unit had foreign objects. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. In addition to foreign material falling off from the channel due to insufficient cleaning, the additional findings are as follows: mouthpiece is dirty; guide pin of electrical connector is shaved, so water tightness was lost; indication on up/down angulation lever plate is peeled; sheet holder unit had corrosion; the channel tube had water tightness lost; image guide bundle had significant breakages; crack of distal end; plastic distal end cover had a snag; bending section cover was pinched; adhesive on bending section cover had wear; connecting tube was deformed; due to wear of angle wire, bending angle in up/down direction did not meet standard value; and the universal cord was sticky. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material observed in the channel tube could not be identified and the root cause of the issue could not be determined, however, the remaining foreign matter was likely due to observed damage to the channel tube (b-block unit) as a result of user handling/repetitive use wear, and resulting in insufficient cleaning/reprocessing. The event may be prevented by following the instructions for use sections below: chapter 6 compatible reprocessing methods and chemical agents chapter 7 cleaning, disinfection, and sterilization procedures olympus will continue to monitor field performance for this device.